Event description:
Surgeon has performed a lumbar procedure which involved minimal invasive instrumentation and fusion. The sales rep. From medtronic brought in a disposable light system which would increase light into the tube device used for the procedure. The light system was attached to sterile light cord and connected to light sources. The sterile disp. Cord and light system were on sterile field on pt's back. Burn was noted - 2nd cord used and then d/c. Dr saw burn and ordered medication after procedure was complete.